Event description:
The customer reported that the system cannot make exposures. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet reported the evaluation of this system. (B) (4).